Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Final device analysis for extension (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut thru, product segmented. The conductors were stretched and cut. Final device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut thru, product segmented. The conductors were stretched, broken and cut. Final device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut thru, product segmented. The conductors were stretched and cut. The conductor coils were crushed. The stylet coil was stretched and crushed. Final device analysis for one of the anchors revealed no significant anomaly. There were breached cuts on the silicone sleeve. It separated. Final device analysis for the other anchor revealed no significant anomaly. It separated. The silicone sleeve was torn.

Event description:
It was reported the patient's device was explanted due to a shocking or jolting sensation. During the procedure, it was discovered that the lead was broken. No patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted. Product ID 37082-20, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted. Product ID 3550-39 lot# unknown, serial# implanted, explanted. Product ID 3550-39, lot# unknown, serial#, implanted, explanted. Product ID 3487a-45, lot# v074862, serial#, implanted, explanted. Product ID 3487a-45, lot# v075454, serial#, implanted, explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.